Event description:
The event occurred on an unknown date involving a 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set w/ microclave® clear, purple clamp, rotating luer where the customer reported that the extension set and/or male luer pops off the smith¿s catheter female luer during computed tomography (CT) injection. This is intermittent, but they have seen an increase. They want to verify that all items are in specification and validate under high pressure injection. There was patient involvement, but no patient harm and there was no medical intervention required. The event was an ongoing issue in march/april. The event occurred at CT.

Manufacturer narrative:
A sample picture was provided showing the packaging details of the product. Received two new 12514-01 pressure infusion extension sets for inspection. No visual damages or anomalies noted. The connection of the male luer was measured on each set and found to have met performance expectations. The male luers were measured and found to be iso compliant. The reported complaint could not be confirmed. Without the return of the used device and mating devices a comprehensive failure investigation cannot be performed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.